Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer via a manufacturer's representative (rep) regarding an implantable neurostimulator (ins). It was reported that the patient's family member called the rep and stated that on (B)(6) the patient was operating their electrical meat smoker and when they touched the handle they received a shock throughout their body. When the patient got near their outdoor box fan, the electrical sensation was so strong it pushed their hand from the fan. The patient is fine and unhurt, but they were concerned that they may be shocked due to the stimulator. The patient is able to touch the other household appliances without difficulty. They want to make sure the stimulator is not causing sensitivity to electrical devices. The caller stated that the patient could touch the smoker when they put on the rubber gloves. The caller stated that after 10 minutes they plugged the fan into a different outlet and the patient did not receive the shock. The fan and smoker were on the same outlet. It was unknown if the issue occurred when the device is off as the patient will not turn it off. The issue did not occur to anyone else. The fan did not give them a shock when on a different outlet. No further complications were reported or anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a manufacturer's representative (rep). It was reported that the patient's partner determined that the outlet the appliances were plugged into was bad. When the patient used a different outlet no more shocking or unusual sensation occurred. The patient did not go to an healthcare provider (hcp) office as they felt that everything was alright and would call again if the issue occurred. No further complications were reported or anticipated.